Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The sample was collected in a serum separation tubes (sst) with gel and spun for 10 minutes at 2,100 relative centrifugal force (rcf). Quality control (qc) information was not provided by the customer. Customer product line support (cpls) laboratory tested the patient samples and confirmed the (B)(6) of centrifuged samples. One sample was (B)(6) on the confirmatory test while the second one was (B)(6). Heterophile testing demonstrated the presence of interfering substances by lowering significantly samples signal. Heterophile antibodies artificially increased the signal leading to falsely (B)(6) hbsag results. Heterophile interference is the root cause of the event. Product labeling: for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Human anti-mouse antibodies (hama), that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in patient samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of patients suspected of having these antibodies. The access hbsag results should be interpreted in light of the total clinical presentation of the patient, including: symptoms, clinical history, data from additional tests and other appropriate information. This reportable event was identified during a retrospective review of the product complaints conducted from (B)(4), 2008 through (B)(4), 2010 for additional reportable events.

Event description:
The affiliate alleged the customer reported discordant (B)(6) hbsag (anti-hbsag seroconversion) results on one patient's sample involving access 2 immunoassay system. The sample was tested on an alternate methodology and produced a (B)(6) result. The discordant results were not released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event. The customer supplied beckman coulter, inc. In (B)(4) with the patient samples for further analysis.